Event description:
It was reported that during the implant attempt, there was a problem with the helix and lead could not be fixed in the atrium after several attempts. It was also reported that the impedance was high. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.